Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The drive support disk was inspected and no anomaly noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had missing drive support cap. The customer¿s blood glucose level was 95 mg/dl at the time of the incident. Customer reported that there was a big chunk of plastic missing at the end of the battery compartment. The insulin pump will be returned for analysis.